Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope was tested and placed on an in-house system for functional testing and failed to provide a video due to an electrical or communication failure. The system or equivalent failed to communicate with the temperature sensor located on the camera module and resulted in an error message "avoid contacting tissue. Endoscope temperature is unknown". It provided color bars in both eyes; the endoscope also failed a functional testing due to an electrical failure since the diagnostic tester result exhibited a voltage issue due to expected range not being met. The endoscope was tested and placed on an in-house system or equivalent for camera cables due to an electrical failure on the endoscope cable. The endoscope failed cable testing due to a wpb defect. Additionally, the endoscope was tested and placed on an in-house system for functional testing, where it failed to communicate with the system, resulting in an error message 'failed self test'; the component has a broken or detached piece in a location that could potentially fall into the patient; the endoscope was visually inspected and found with mechanical damage to the scope¿s distal tip. The endoscope was placed through a test using a screening aide to manually rotate the adapter to detect friction and the camera instrument adapter (ciad) did not rotate properly and/or noises were heard, which confirmed binding gears; the endoscope cable integrated connector (ic) exhibited corrosion on the electrical contacts and/or circuit board, and its housing exhibited discoloration. The endoscope cannot be repaired and will be scrapped. The root cause is attributed to communication issues and or/electrical failure.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the 0-degree endoscope plus instrument had a temperature issue and it wasn't recognized. The procedure was completed but the device was not used on the patient. Intuitive followed up with the initial reporter to obtain additional information. The customer only knew the temperature issue and the scope not being recognized by the system.